Event description:
This customer reported a charge button failure message during testing of the device.

Manufacturer narrative:
(B)(4): this customer reported a charge button failure message during testing of the device. The defibrillator was returned to philips for evaluation. The reported symptom could not be reproduced and the device passed all testing. There was no trouble found. This report is consistent with a user issue during operational check.